Manufacturer narrative:
(B)(4). Concomitant products: unknown cup; unknown head; unknown stem. Report source: foreign country: (B)(6). Reported event was confirmed by review of photographs received. Visual examination of the provided picture identified the explanted unknown augment, covered in bio debris. Potential broken pieces of unknown augment shown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified limited interpretation of the revised total hip arthroplasty. The augment component appearance is not well evaluated as the original appearance is not known. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.